Manufacturer narrative:
No patient information provided as no patient was involved in this event. Event problem and evaluation: on 22-jun-2015, a medtronic representative went to the site to test the equipment and found the isolated stand alone board was damaged and, therefore, the system was not booting. On 23-jun-2015, the medtronic representative went back to the site and replaced the isolated stand alone x-relay with varistor. The imaging system then passed the system checkout and was found to be fully functional. The standalone¿xrelay service kit was returned to the manufacturer for analysis and no fault was found during testing. Standalone pcb powered up and 15v was present at tp 7 for fan voltage. Tp 24 had 115 vac present; pcb passed bench test. Relay, varistor and fuse passed bench test, with no problem found. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that the imaging system's x-ray function was down. No patient was present when this event occurred, so no patient demographics are applicable.